Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited intermittent noise. During a device changeout an insulation break was noted just distal to ra lead pin. It was repaired with silicone sleeve and medical adhesive. After the ra lead was repaired no longer able to demonstrate the noise. The ra lead remains in service. No additional adverse patient effects were reported.